Event description:
Per the surgeon, the patient was explanted due to a skin flap problems. The patient was explanted in 2008. Reimplantation is planned, but had not been scheduled at the time of this report, 2009.